Manufacturer narrative:
H.6. Investigation: customer returned (4) bd alcohol swabs (3 loose, 1 sealed) from lot # 0163467. Customer states that there is foreign matter. The returned swabs were examined and 2 out of 4 swabs exhibited splicing tape on the swab pad. A review of the device history record was completed for batch #0163467. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that swab alcohol 100 bx 1200 asia pacific had foreign matter on 2 occasions. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that swab alcohol 100 bx 1200 asia pacific had foreign matter on 2 occasions. The following information was provided by the initial reporter: foreign matter.